Event description:
It was reported that in 2003 a pt fell from the porthole of the omnibed. There was a pulse oximeter probe attached to the pt's foot that prevented the pt from falling to the floor. No injury was sustained.